Event description:
It was reported that the set screw became stripped during intra-operative insertion into a pedicle screw and a section of thread tore away from the device. The torn thread section was removed from the surgical site without incident. Concomitant devices - additional expedium single-inner set screws, 179702000, qty = 2; unknown expedium pedicle screws.

Manufacturer narrative:
Visual inspection found minor thread lead damage where the thread was torn, approximately ¼¿ in length, from the set screw. The device was dimensionally inspected for major and minor diameter verification and was found to meet specification requirements. A review of the DHR identified no issues during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. The root cause of the set screw stripping is undetermined. In the absence of an identified device manufacturing/release issue or an observed trend, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.